Event description:
It was reported that the patient experienced stimulation in the wrong location while stimulation was turned on. The patient believed the leads had migrated slightly. There was no known accident or incident related to this complaint. It was reported that the patient status was good. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3778-60, serial# (B)(4), implanted: 2008-(B)(6), explanted: na, lead model 3778-60, serial# (B)(4), implanted: 2008-(B)(6), explanted: na, programmer model 37743, serial# (B)(4), accessory model 37752, serial# (B)(4).